Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed, and no defects were observed that could generate the reported defect. Priming was performed and was according to specifications. Functional testing was performed, and the set was according to specifications. Simulated therapy was performed by gravity and using a specturm iq pump for 5 hours, and no defects were observed that could generate a leak. Back pressure testing was also performed on the all the clearlink, and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked from the 'injection sites'. This was observed before patient use. There was no patient involvement. No additional information is available.